Event description:
The account reported the brake casters swivel while in brake mode. The stretcher is located in wind 6s at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician reports that when he investigated the device, he found the rocker arm on the hex rod was worn. He stated the rocker arm and hex rod connection is essentially metal on metal, this causes friction on the device and caused the rocker arm to wear out over time. The device has been in 1996 with no record of part malfunction or replacement. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician installed a brake steer upgrade kit to resolve the issue. Based on this information, no further action is required.